Manufacturer narrative:
Concomitant product: addr01 ipg. Implanted: (B)(6) 2013.

Event description:
It was reported that capture could not be confirmed on the right atrial (ra) lead. Impedance was also low, and p waves were low at the maximum sensitivity. An insulation breach was suspected. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.